Event description:
During cataract surgery on a patient with loose zonules, an mst capsule retractor was threaded onto a capsular tension ring and had to be cut in order to be removed from the eye. The surgeon cut the loop portion of the retractor and removed both portions from the eye without impact to the patient. Post-op the patient was doing very well with uncorrected 20/25 vision and healing normally with a centered pciol in a stable capsular bag.

Manufacturer narrative:
This incident was discovered during the investigation for report #3019924-2014-00009.